Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed; however, the exact cause is unknown. One video of a 20 g miniloc infusion set was returned for evaluation. An initial visual observation of the video showed an implanted infusion set. The clinician infused the device, and a clear drop of fluid formed at the connection of the needle and extension tubing. No details of the leak could be discerned from the returned video. There were no distinguishing features in the returned video of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by customer that some of the ¾ inch port-a-cath needles leaking from the connection between the yellow butterfly and the tubing. The leak was caught with saline and no patient was harmed. Re-opened new device without issues. It was reported this occurred with 3 devices. This report addresses all 3 devices.